Event description:
Clinical study. Same case as MFR # 6000089-2004-01300, 01308. It was reported that after a coronary artery drug eluting stenting treatment procedure, a target vessel reintervention was performed. Additional info has been requested.

Event description:
It was further reported the pt was enrolled in the program in 3/2004. Target lesion 1 was identified in the mid rca with 98% stenosis and a 2.5 mm reference vessel diameter. Target lesion 1 was treated with predilatation and placement of a 2.5 x 16 mm taxus stent. Residual stenosis was 0%. Target lesion 2 was identified in the proximal cx with 85% stenosis and a 3.0 mm reference vessel diameter. Target lesion 2 was treated with predilatation and placement of a 3.0 x 24 mm taxus stent. Residual stenosis was 0%. An attempt was made to place a 3.5 x 12 mm taxus stent in the circumflex, but the stent would not cross the proximal segment. The pt was discharged the next day on plavix and aspirin. Per the history and physical dated 9/2004, the pt was readmitted following a thallium exercise stress test that was positive for anteroapical ischemia. Cardiac catheterization in 9/2004 revealed: lvef 60%, lmca - normal, lad - normal, lcx (target vessel) - 50% ostial narrowing; stent in mid vessel 'clear'; 90% stenosis in lpda, rca (target vessel) - stent in mid portion 'clear'. In 9/2004, a 2.75 x 12 mm taxus stent was placed in the distal lcx with 'excellent results'. There were no reported complications and, per the crf, the pt was discharged the next day. Causality: relationship to taxus stent: not related.

Event description:
The pt was enrolled in the program in 2004. Target lesion 1 was identified in the mid rca with 98% stenosis and a 2.5 mm reference vessel diameter. Target lesion 1 was treated with predilatation and placement of a 2.5 x 16 mm taxus stent. Residual stenosis was 0%. Target lesion 2 was identified in the proximal cx with 85% stenosis and a 3.0 mm reference vessel diameter. Target lesion 2 was treated with predilatation and placement of a 3.0 x 24 mm taxus stent. Residual stenosis was 0%. An attempt was made to place a 3.5 x 12mm taxus stent in the circu;;mflex, but the stent would not cross the proximal segment. The pt was discharged the following day on plavix and aspirin. Per the history and dr dated 23 sep 2004, the pt was readmitted following a thallium exercise stress test that was positive for anteroapical ischemia. Cardiac catheterization about 6 1/2 month revealed: lvef 60%, lmca - normal, lad - normal, lcx (target vessel) - 50% ostial narrowing; stent in mid vessel 'clear'; 90% stenosis in lpda, rca (target vessel) - stent in mid portion 'clear'. About 61/2 month, a 2.75 x 12 mm taxus stent was placed in the distal lcx with 'excellent results'. There were no reported complications and per the crf, the pt was discharged the following day. Causality: relationship to taxus stent: not related.